Event description:
It was reported that the patient underwent surgery on (B)(6) 2006 and mesh was placed into the patient's body. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006. It was reported that patient underwent mesh revision/removal on (B)(6) 2011 due to malfunction of gu implant due to mesh erosion. No additional information was provided.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat pelvic organ prolapse. The outcomes attributed to the device were pain, erosion and bleeding. It was reported that the patient underwent revision of eroded mesh on (B)(6) 2011.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted concurrently with cystocele repair, cystourethroscopy, laparoscopic sacral colpopexy due to over-active bladder.